Event description:
A customer reported an issue with the time settings on their pump being incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump's time and advised them to monitor the situation, especially if the time discrepancy surpassed five minutes again. The customer acknowledged and understood the guidance provided.